Event description:
A renegade microcatheter was used for a therapeutic renal aftery embolization procedure. It was originally reported that an inserted coil became stuck in the catheter and that another catheter was used instead. The engineering evaluation revealed cracks on the shaft under the secondary strain relief.